Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of torn on cable. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have thermal damage on the yaw pulley.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a torn cable was identified in the fenestrated bipolar forceps instrument. A similar back-up da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.